Manufacturer narrative:
Date of report: 21jun2019. Date rec'd by MFR: 01jun2019. A touchscreen assembly was return for analysis. During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touchscreen assembly. The touchscreen¿s measured resistances were out of specification. Root cause: the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a bad touchscreen would not calibrate. There was no patient involvement. Event date not specified, estimate used.